Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products model: a 5024m-58, lead; implant: (B)(6) 1995. (B)(4).

Event description:
It was reported that insulation breaches were discovered on a right atrial (ra) lead during an implantable pulse generator (ipg) change-out procedure. In addition, electrical testing revealed slightly elevated atrial pacing threshold. The physician chose to repair the lead utilizing two is-1 lead caps, silicone and a 9f anchoring sleeve. The caps were modified by cutting off the closed end and creating a longitudinal slit so that it could be wrapped around the lead. The lead remains in use and no patient complications have been reported as a result of this event.